Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to erosion one month post implant. It was noted that the incision never healed from the implant procedure. Additionally, during explant of the device, this electrode was noted to be pulled back due to suspected twiddling of the device. The device and this electrode were explanted and the patient was given intravenous antibiotics. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.